Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted\ further investigation results: with the information collected during this investigation, there was enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2020, two outliers were noted in (B)(6) 2018 and (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between records involved. It was found the a primary packaging operator was involved in more than one occasion in this process, however the person was trained in the corresponding procedure. Also, it was found that a sealer and a sterilizer was involved in more than one occasion on those processes, however calibrations, maintenance, and the validation processes of these equipment involved were reviewed and determined that they were performed on time and met specifications. In addition, all the records involved in the current month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, no corrective action is deemed necessary at the time of investigation.

Event description:
Patient reported "lymphedema around breast implants", "developed a very serious infection that caused sepsis and was in hospital for 10 weeks", "hardness", "redness", "tightness (no pain)", and "a redness discoloration around the remaining left breast implant." Patient additionally reported "got sick and it took months to recover", "stroke", "required dialysis", "had seizures", "decreased ability to hear", "had issues not seeing very well with peripheral vision", and "speech was affected and required therapy"; these events are not device related. Device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphedema and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema and infection (late onset).

Event description:
Patient reported "lymphedema around breast implants", "developed a very serious infection that caused sepsis and was in hospital for 10 weeks", "hardness", "redness", "tightness (no pain)", and "a redness discoloration around the remaining left breast implant." Patient additionally reported "got sick and it took months to recover", "stroke", "required dialysis", "had seizures", "decreased ability to hear", "had issues not seeing very well with peripheral vision", and "speech was affected and required therapy"; these events are not device related. Device remains implanted. This record is for the left side.